Event description:
It was reported that the guidewire was fractured. A 200cm x 10cm fathom was selected for use. During the procedure, the microcatheter was unpacked and flushed, and the guidewire was removed then advanced the microcatheter. However, when the microcatheter was withdrawn, it was found out that the guidewire was fractured and stretched. The procedure was completed with another of same device. There is no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had the distal tip detached and stretched. No other issue or anomalies were identify. The device was measured in three sections (distal - medium - proximal) and was confirmed that is within specification.

Event description:
It was reported that the guidewire was fractured. A 200cm x 10cm fathom was selected for use. During the procedure, the microcatheter was unpacked and flushed, and the guidewire was removed then advanced the microcatheter. However, when the microcatheter was withdrawn, it was found out that the guidewire was fractured and stretched. The procedure was completed with another of same device. There is no patient complications reported and the patient was stable.